Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 2.1 mmol/l. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that insulin pump had a change battery alert. It was unknown that the auto mode was on or not at the time of incident. Customer reported programming is accurate. No further complications were reported. The insulin pump will not be returned for analysis.